Event description:
Outpatient was in physical therapy dept. To receive therapy. Pt. Sat down in tru trac flexion traction chair to receive cervical traction treatment. Chair collapsed causing pt. To fall to the floor still seated in chair. Pt. Ended up in a semi-reclined postion. Patient was evaluated by ER physician who released her to her homeinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.